Manufacturer narrative:
The antibiotic spacer has been removed on may 31 and a permanent hardware has been implanted.

Event description:
On the (B)(6) 2019, 3 moths after the revision surgery the surgeon removed the spacer and implanted the definitive implants.

Manufacturer narrative:
Batch review performed on 25 march 2019: lot 130872: (B)(4) items manufactured and released on 22-march-2013. Expiration date: 2018-02-28. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event. Other devices were involved in the complaint: gmk-primary 02.07.1202r tibial tray fixed cemented size 2 r lot. 130006 (k090988): (B)(4) items manufactured and released on 22-mar-2013 . Expiration date: 2018-02-28. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event. Gmk-primary 02.07.0214fuc tibial insert uc fixed size 2 / 14 mm lot. 123064 (k090988): (B)(4) items manufactured and released on 12-nov-2012. Expiration date: 2017-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-primary 02.07.0034rp patella resurfacing size 2 lot. 130248 (k090988): (B)(4) items manufactured and released on 13-mar-2013. Expiration date: 2018-02-28. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery after 5 years and 9 months from the primary due to signs of infection (the pathogen is unknown). The surgeon performed a washout, removed all implants and implanted an antibiotic spacer. The surgery was completed successfully.